Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to wait 20 minutes after bringing the pump out of storage mode before starting a sensor session. Technical support walked the caller through a pump reset, after which the error code did not reappear, and the customer understood the instructions provided.